Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) on 8/12/2025 checked and found that the drive manifold assembly was faulty and needs to be replaced for the unit to function properly. Fse on 18/12/2025 stated that the unit was inspected, and no issues were found. Inflation and deflation functions were tested and are operating satisfactorily. The unit was handed over to the customer in working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cs300 intra-aortic balloon pump (iabp) had low vacuum error. There was no patient involvement.